Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data: on (B)(6) 2024, sample ID (B)(6) was <2.7 ng/l. This result was reported to patient chart. The customer was inadvertently re-ran a troponin on the same sample when a thyroid panel was re-run. The result of the re-run was 984.5 ng/l. The sample was then repeated on a different analyzer and generated a result of <2.7 ng/l. The customer confirmed that there was no impact to patient care.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I stat high sensitivity troponin-I, list number: 04z21-25, and manufacturing site abbott ireland diagnostics division lisnamuck, longford, n39e932, ireland to alinity I processing module, ln 03r65-01, abbott laboratories, 1915 hurd drive, irving, tx, 75038. MDR number 3016438761-2024-00202 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported falsely elevated alinity I stat high sensitivity troponin-I and provided the following data: on (B)(6) 2024, sample ID (B)(6) was <2.7 ng/l. This result was reported to patient chart. The customer was inadvertently re-ran a troponin on the same sample when a thyroid panel was re-run. The result of the re-run was 984.5 ng/l. The sample was then repeated on a different analyzer and generated a result of <2.7 ng/l. The customer confirmed that there was no impact to patient care.